Event description:
The customer reported via phone call that they had a motor error alarm during bolus/basal. The insulin pump was not exposed to a magnetic field. Customer was assisted with clearing the alarm. Customer's blood glucose was 450 mg/dl. Customer was advised to disconnect from the pump. The motor error occurred once in the last 30 days. Customer does not use the sensor feature on the pump. Customer was able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was also asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was not able to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor position encoder error was not able to be confirmed due to an erased history file. The motor was tested outside the device and passed. Insulin pump was received with minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.